Event description:
Atrial lead dislodgement. At time of replacement, x-ray showing helix was only half extended. Helix malfunction with redeployment resulting in eventual dislodgement and decision to replace rather than reposition. New atrial lead was implanted by physician.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis a bent fixation helix was found. Bending the fixation helix requires the presence of mechanical stress. Based on the damage, it is reasonable to assume that mechanical forces during the implantation or repositioning procedure contributed to this observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.